Event description:
A malfunction was reported on the pump, but no notable events occurred prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump, and after the reset, the malfunction code did not reappear. The customer was advised to continue using the pump and to call back if any further issues occurred.